Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse did not find an instrument malfunction. The quality controls were in acceptable ranges. The instrument will be replaced by an advia centaur xp. As a precautionary measure, the customer runs all the patient samples in duplicate. The cause of the discordant, falsely elevated tni-ultra result for one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Upon repeat testing a discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample on an advia centaur cp instrument. The sample was run in duplicate and the first replicate resulted higher than the second replicate. The sample was originally run in duplicate on an alternate advia centaur cp instrument and results matched the second replicate result from this advia centaur cp. The discordant result was not reported to the physician(s). The initial results were reported to the physician(s). The customer also reported a delay in issuing patient results. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra and delay in reporting result.